Event description:
Caller reported experiencing an alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level as the levels did not exceed 500 mg/dl or read "high" on the cgm. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. Additionally, cts is set to send a replacement cartridge per the customer¿s request.